Event description:
Patient contacted dexcom patient care specialist on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Sensor was inserted into the patient's thigh. Patient used multiple bg meters to measure bg values. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that the patient did not use the same bg meter throughout the same sensor session. The dexcom g4® platinum continuous glucose monitoring system user's guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. Additionally, the patient inserted the sensor into the thigh. The dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).